Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), the gui to breath delivery (bd) cable and power cord. The unit passed extended self-testing.